Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had damaged. The customer¿s blood glucose was 180 mg/dl. Troubleshooting was performed for damaged and noticed crack on the reservoir compartment near to button also reports parts of plastic missing from the reservoir compartment . Customer states no events leading to the damage and no other damage was noted. Advised to stop usage of pump. Advised to revert on back up plan . The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window and cracked battery tube threads. No plastic missing peace on the reservoir tube noted.